Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three months and ten days post the port placement via the left internal jugular vein, the catheter was allegedly found to be broken inside the patient, and the end of the catheter was located at the junction of the superior vena cava and right atrium. It was further reported that the device allegedly had subcutaneous drug leakage. Furthermore, the patient experienced swelling in the neck and upper part of the chest, which was treated with hot compression and over-the-counter cream. Reportedly, the port was removed and the procedure was completed using another device. There was no reported patient injury.